Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified since the device was not returned. The unit was delivered to the customer on march 20, 2002. The following possible causes for the reported event are presumed as follows: the indicated phenomenon was due to the end of the lamp life. Confirmed on ¿evaluation¿ that the customer purchased the light bulb and the fact that the device has been used for about 19 years; the lamp was out of life because of the long-term repeated use. The unit was .manufactured in 2001 as a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
A review of the service record comments showed the customer purchased a replacement the bulb. The unit was not returned to the service center for evaluation. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that no light was observed coming out of the light source. There was no patient injury reported.